Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported left "breast tightness", "mild folding and contour irregularity", "trace fluid seen around the implant", "scattered cysts", "marked density", "uncomfortable", "firm", "lesion... Compatible with fibroadenoma", and "o/e capsular contracture" (baker grade unknown). The device remains implanted. "Release of capsule" was noted as treatment.